Manufacturer narrative:
Section g4: inadvertently omitted from the previous report. Section h2: inadvertently omitted from the previous report.

Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01295. This report is being submitted to provide corrected data. The patient remains ongoing with the device. However, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was monitored weekly due to recurrent driveline fault alarms. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log files dated from 27dec2017 to 5jan2018 and observed 28 driveline faults. Follow up log file analysis from 12jan2018 to 25jan2018 revealed 131 driveline fault alarms and a small amount of degradation within the driveline, however the monitored phase had not yet been broken. On (B)(6) 2018, it was reported that the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. No further information was provided.

Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01295. This report is being submitted as additional information. Unique device identifier (UDI): device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 5 months. The patient remains ongoing with the device. However, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. Although the reported driveline fault alarms were confirmed via the submitted log file, the cause could not be conclusively determined. Evaluation of the submitted log file revealed persistent driveline fault alarms. The alarms occurred while connected to both the power module and battery power. No other atypical alarms were noted throughout the duration of the log file and the pump operated above the low speed limit for the duration of the log file. An onsite driveline repair was performed on (B)(6) 2018 by abbott personnel. The entire external portion was replaced with no issues under work order (B)(4). Examination of the driveline did not find any device related issues. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short the patient remains ongoing on vad support with no further issues reported. The hmii lvas IFU and patient handbook describe all system controller alarms, including driveline fault alarms, as well as how to respond to such events. Additionally, the IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on 25jul2013. It was reported that the patient was monitored weekly due to recurrent driveline fault alarms. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log files dated from (B)(6) 2017 to (B)(6) 2018 and observed 28 driveline faults. Follow up log file analysis from 12jan2018 to 25jan2018 revealed 131 driveline fault alarms and a small amount of degradation within the driveline, however the monitored phase had not yet been broken. On (B)(6) 2018, it was reported that the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. No further information was provided.